Event description:
A customer contacted baxter's technical service center regarding a high drain 105 call peritoneal dialysis registered nurse (pd rn) that occurred on the homechoice (hc) machine. This event occurred during patient use, the patient was connected, in drain 5 of 5. The technical service representative (tsr) had the home patient (hp) press stop and go, and the hc went to disconnect yourself. The hp stated she has been disconnected from the machine for hours. The tsr asked if the hp had any symptoms and the hp stated no. The hp said her legs felt like they had extra fluid on them and she had been eating a lot more salty foods lately. The tsr had the hp check the programming; the therapy was tidal, the total volume (tv) equaled 12500 ml, the total time (tt) equaled 9 hours, the fill volume (fv) equaled 2200 ml, the tidal volume equaled 95%, the total ultra filtration (tuf) equaled 150 ml, the last fill volume (lfv) equaled 1500 ml, the dextrose equaled different, the full drains every 5, the cycles equaled 5, the tidal volume equaled 2090 ml, the cycle uf equaled 30 ml. The tsr checked the therapy log, on (B)(6) 2012, the therapy completed was initial drain volume (idv) equaled 1584 ml, the last fill volume (lfv) equaled 1500 ml, the total fill equaled 10780 ml, the total drain equaled 12984 ml, the total uf equaled 2203 ml, the cycle 5 uf equaled 2743 ml, the cycle 4 uf equaled 35 ml, the cycle 3 uf equaled -82 ml, the cycle 2 uf equaled -239 ml, and the cycle 1 uf equaled -254 ml. The tsr would swap the machine. The hp would use manual bags tonight and call for programming help. The machine is being swapped. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) to the home patient (hp) till the new unit arrives. No patient injury or medical intervention was indicated at the time of the initial report. On (B)(4) 2012, baxter qs followed up with the home patient (hp). She confirmed she received the high drain alarm and the technical service representative (tsr) arranged for a swap of the machine. The hp confirmed the machine has been swapped. She is ok and has continued with therapy. On (B)(4) 2012, (B)(4) pharmacovigilance (pv) called the patient. The patient mentioned the high drain was due to constipation. She was constipated for 3 days and could not do dialysis. The constipation caused the catheter to turn up and the patient could not drain. She said she could feel extra fluid on her. She took laxatives for constipation and after the 3 days of no dialysis, she used 2 bags of 4.25% to drain excess fluid. This was a one-time event and the patient has been doing well since. The patient also confirmed she had the device swapped. The patient did not feel constipation, feeling of extra fluid, high drain or catheter turning up were related to pd solutions or to the device.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Homechoice was returned for device evaluation for the reported issue of increased intra-peritoneal volume (iipv). The reported issue was confirmed in the event history log review. The cause was determined to be use error, tidal total uf removal set too low. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.